Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery, which occurred during programming/setup. This condition had the potential to interrupt delivery. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention related to this device. No additional information is available. The user interface module master software version is 5.09.90.

Manufacturer narrative:
(B)(4). The reported condition of damaged battery was confirmed and reproduced during product evaluation. The root cause was identified as depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).